Event description:
A siderail pt right ft was not locking, tech cleaned latching mechanism, all rail functions worked normal. Modification 380 has not been performed on this bed. Account cannot locate bed. When account locates bed, the account is having hill rom perform modification 380.